Event description:
A 2.50 mm x 20.00 mm agent balloon was selected for use in a percutaneous coronary intervention procedure. During preparation, outside of the patient, it was noted that the device appeared already used as it was removed from the packaging. Another device was used to continue the procedure with no reported complications to the patient.

Event description:
A 2.50 mm x 20.00 mm agent balloon was selected for use in a percutaneous coronary intervention procedure. During preparation, outside of the patient, it was noted that the device appeared already used as it was removed from the packaging. Another device was used to continue the procedure with no reported complications to the patient.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There were no fluids within the device, and no visible damage. There was heavy coating on the balloon which was tightly folded. The balloon folds are not open indicating that the device was not inflated. Although transportation of the device took place without a balloon protector protecting the drug coating from external factors, there is still drug coating visible. Product analysis could not confirm the reported event as there was no visible damage to the device that would suggest use past removal from the packaging. The device was returned with no packaging contents, shipping hoop, balloon protector, or shipping mandrel.